Event description:
A mentor alpha-1 penile prosthesis was placed. Over the past year the patient has noticed that the device has not been functioning properly. The patient had difficulty inflating and deflating the prosthesis. The patient also noted that the prosthesis was not reaching to the distal tip of the penis. The patient had explantation of the mentor alpha-1 16+ 1cm rear tip bilaterally and replacement with a mentor titan 18cm +1cm rear tip bilaterally with 75ml reservoir on the left side.